Event description:
It was reported that the autoclavable camera head had the video image cutting out and wrong camera connection. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.